Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a clinic check. Upon interrogation, the right ventricular and right atrial leads exhibited elevated thresholds and decrease sensing. A chest x-ray was performed which revealed the leads had dislodged. On (B)(6) 2016 the leads were successfully explanted and replaced. The patient tolerated the procedure well.